Event description:
Surgeon states pt reported seeing lines and glare, mostly in the temporal periphery after cataract extraction and intraocular lens (iol) implant surgery. Additional info has been requested.

Event description:
Additional info was provided by the surgeon. The pt's symptoms persist.